Event description:
Dx lap - "the case was performed on (B)(6) by dr (B)(6) who is obgyn. The patient was (B)(6). The patient was not harmed. The bag tore off inside the patient and the case was completed with a different device. That is all the information I have from the materials manager." Patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned. Upon inspection, engineering confirmed both the cord loop and the tissue bag were cut near the bead. The tissue bag had stretched away from the bag and burst, the tissue bag seal was intact. Engineering found localized stress marks and elongation near the area of burst along with a fragment from the tissue bag also near the area of burst. Previous tests have shown stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This documents represents our final report.